Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 64mm diameter abdominal aortic aneurysm. It was reported that during the index procedure via the left approach, pta (percutaneous transluminal angioplasty) was performed before insertion of main stent graft device etbf2814c124ej due to severe tortuosity and calcification of the access blood vessel. A 16fr non-medtronic sheath was used as a "dummy" sheath to advance the 18fr endurant delivery system to judge if the endurant bifurcate would be able to be delivered. A non-medtronic guidewire was used to correct the slight tortuosity. It was reported that the tortuosity was severe and it was difficult to advance the endurant stent graft main body through the non-medtronic sheath. It was also reported that the device was significantly bent. It was noted that as the delivery system was advanced the tortuous eia was lifted. When advancing the device carefully, the stent graft main body was advanced to the target site at the renal artery and deployed. On the contralateral side, the etlw1624c124ej was landed on the left cia, the ipsilateral side was bridged with etlw1616c124ej and the etlw1624c156ej was landed on the right cia. After performing touch up, it was reported that there was no evidence of endoleaks in the proximal or distal region. It was reported that when closing the incision, blood pressure sharply decreased, this was due to bleeding which stemmed from damage to the left eia. A non-medtronic stent graft was then implanted in the damaged area. The patients¿ blood pressure stabilized and the procedure was completed. Per the physician, the cause of the event is due to patient vessel morphology. No additional clinical sequelae were reported.